Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a patient underwent a hip replacement for right coxarthrosis. During the procedure, the saw blade was replaced twice due to it breaking. The broken piece was removed from the patient. It was reported that the osteotomy resulted in an avulsion fracture of the lesser trochanter requiring 2 cerclage plates. The patient reported experiencing pain, difficulty walking and using their hip, and performing daily tasks. The patient stated this took a toll on their mental health. Further information is being requested to determine the cause for the patient's symptoms.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.